Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 anchors; however, it is unknown which anchor; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: swift lock anchor, model: 1192, UDI: (B)(4), batch: 10511645.

Event description:
It was reported that during a lead revision on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-19697], the physician discovered the anchor was broken in half. It is unknown which anchor was at fault. One half of the anchor was unable to be explanted and was left implanted in the patient.